Event description:
The customer reported an abo disrcrepancy where an elderly pt's sample reverse typing did not react. An abo discrepancy will prompt add'l testing to verify abo type, preventing mesclassification of pt/donor abo type and transfusion of incompatible blood. There was no report of harm as a result of this event.

Manufacturer narrative:
The customer did not submit a sample to mts for investigation. Therefore, mts was unable to verify the customer's complaint or investigate the root cause. Review of the batch record indicates the lot met all specifications, in-process and release criteria. There were no non-conforming reports associated with the lot. A complaint review indicates that no similar complaints have been logged against this gel card lot number. The root cause of the event is unk.